Event description:
The report received from the study indicated that the patient was admitted emergently to the index procedure with an acute myocardial infarction without shock and non-st elevation. The patient had disease in the left anterior descending (lad) artery and the right coronary artery (rca). Both lesions were treated with cypher stents. Less than a month post-index procedure the patient experienced myocardial infarctin (mi), stent sub-acute thrombosis and percutaneous coronary intervention (pci). The mi was reported to be related to the index procedure and the cypher device. The stent sub-acute thrombosis in the proximal lad was reported to be related to the cypher device. The pci performed was stenting, however the brand name of the stent used was not provided.